Event description:
The black latex seal inside the 12cc syringe was missing but not initally noticed by nurse. When she used syringe to draw blood from an arterial line, blood immediately poured out of syringe. The nurses recall that they found another syringe without a seal prior to this incident, but did not report it at that time. There was no affect on the pt.